Manufacturer narrative:
Device not yet received by manufacturer.

Event description:
Per the clinic, the patient experienced an extrusion of the device. The patient underwent two different procedures, the first on (B)(6) 2016 to explant the receiver-stimulator and the second on (B)(6) 2016 to explant the ece and intracochlear eletrode array. There are no plans to reimplant the patient with a new device as of the date of this report, july 18, 2016.

Manufacturer narrative:
Per the clinic, the patient developed an infection at the implant site (date not reported) prior to the explantation of the device. This report is filed (B)(6) 2016.